Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of voluntary medwatch report mw#1402000000-2019-8009. (B)(4).

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2019 and suture was used. During close the wound with sutures after a surgical procedure, the surgical assistant was closing incision. Toward the end of the closure he noticed the very tip of the suture needle was missing. He began to work backwards removing suture to see if he could find it but was unable to. Surgeon was notified over the phone about what had occurred. X-ray was called to take a flat plate. The radiologist read the x-ray stat and noted no foreign body. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/01/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.